Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and oversensing with multiple short interval counts (sic), along with a suspected lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal and proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted the rv pace impedance was steady at 740 ohms through (B)(6) 2015 and rose to out of range (> 3000 ohms) starting (B)(6) 2015 and there were 30 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms between (B)(6) 2015 and (B)(6) 2015. (B)(4).